Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced undefined usb port issues and pump battery issues. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided, and customer declined troubleshooting with tandem technical support.